Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Event description:
It was reported during implant, the right ventricular (rv) lead had sensing issues and high thresholds. Also, the lead impedances were varying between 200-400 ohms with no capture. It was noted that the lead testing tool was removed and replaced and the lead was repositioned multiple times with the same results. It was also noted that the testing tool was removed and the rv lead tested with direct contacts for rv tip/ring and rv tip/coil and no change was produced. The rv lead was removed and replaced with a new rv lead. No patient complications have been reported as a result of this event.